Event description:
During interrogation following the implantation, the residual longevity wasn't displayed on the programmer.

Manufacturer narrative:
(B)(4) - this event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. (B)(4). Reportedly, at post implant interrogation, the time to eri is not displayed. Complainant could not produce pt files nor log files.